Event description:
This rv lead was implanted on (B)(6) 2009, and was explanted on (B)(6) 2018. In a form scanned by medical records on (B)(6) 2018, it was noted that the lead was explanted due to the lead is failing. The physician was dr. (B)(6), at (B)(6) hospital.no other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).